Event description:
An endurant ii stent graft system was implanted for the treatment of an 85 mm in diameter abdominal aortic aneurysm. There was an infrarenal neck angulation of 62.7 degrees. The proximal neck was 18.8-24.9 mm in diameter just below the renal arteries and 16 mm in length. The distal end of the proximal neck was 17.1-24 mm in diameter. The left common iliac was 18.3-21.7 mm in diameter. The proximal neck has heavy, circumferential wall calcification along its length, with a ¿luminal intruding¿ plaque on the right. It was reported that the aui device was implanted successfully. After the tip recapture and delivery system recapture, the closure of one of these appeared to catch on a stent strut. After attempting to "pull" the delivery system out it was found to be caught. During this process the entire aui graft was pulled distally so that it then sat just above aortic bifurcation, not at the level of the renal arteries. The graft was still caught in either a stent strut or was unable to be removed due to the extreme tortuosity at the distal common iliac/external iliac. After several attempts, it was decided to dismantle the delivery system. After some additional manipulation of the iliac arteries externally, the device appeared to free itself and retrieval was then possible. Additional aortic extension cuffs were used to get a seal above the aui. 2 endurant aortic cuff extensions were used in an attempt to gain a seal, however there was still a type 1 endoleak after placement of these. The doctor decided to finish procedure at that time due to patient instability and review endoleak on CT follow up. Post procedure the previously placed femoral bypass graft was occluded. The following day a femoral crossover graft has been treated. It was noted two days later that the patient's crossover graft has failed and the doctor performed a below knee amputation. No additional clinical sequelae were reported. The doctor understands this isn¿t a product related event, rather a procedure related event. A review of returned pre-implant web report confirmed that the patient had a highly angulated and calcified proximal neck. The neck contained circumferential wall calcification along its length, with a luminal intruding plaque on the right. The left iliac was also severely calcified and severely tortuous. A fem-fem bypass was seen placed. Images during implant were not available for review. It is likely that the patient's difficult anatomy contributed to the events.

Event description:
The physician believes the cause of the initial event is anatomy related. The patients btk amputation is ischaemic and after a post op CT it has been found that he has a type 1b endoleak from the lack of seal in the left common iliac. (It was decided at the time of implant to abort the procedure without attempting to seal in lcia as the fear was that the device would probably get caught again at the tortuous section of the iliac.) Unfortunately, the patient has also suffered a pulmonary embolism and the consultant and family have decided to treat the patient palliatively. A review of cta¿s 2-weeks post-implant revealed that the most proximally placed stent graft (presumed endurant cuff) was positioned within the aaa sac, below the calcified and angulated proximal neck. The proximal stent graft od measured 35mm and appeared to have been implanted within the previously placed surgical graft. The distal limb of the aui was placed down near the origin of the left common iliac, but is not currently sealed within the iliac artery. There is contrast seen within the aaa sac from likely a distal type I endoleak. The stent graft is patent. The left iliac is extremely calcified and tortuous. A fem-fem bypass is visible however contrast was not seen within the bypassed graft. From the films provided the exact cause of the events could not be determined. Images during implant were not provided. However, it is likely that the severely calcified and tortuous aortic and iliac anatomy contributed to the events.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusions: implanted into a previously placed surgical graft.